Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely elevated troponin (accutni) results, above the ami cut off, and within the risk stratification range generated by the access 2 immunoassay system for one patient's sample. Upon repeat the result was within the normal reference range and better matched the patient's clinical picture and was reported out of the lab. The elevated results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is lithium heparin plasma that was collected by a rn. The specimen was centrifuged at 3,000 rpm for 7 minutes. The sample appearance was normal and was aspirated from the primary collection tube for analysis. Qc analyzed at the same time as the initial result of 0.01ng/ml was out of range low 2sd. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). All verification testing met specifications. No hardware issues were noted. No clear root cause could be determined for this event.